Manufacturer narrative:
As of the date of this report the device has not been returned to the manufacturer for evaluation. This report will be updated when the device is received and the eval is completed.

Event description:
It was reported that when the sterilization tray was opened and the non-sterile battery was placed in its aseptic battery housing the housing opened and exposed the non-sterile battery to the sterilization tray. Another tray was required to be open. There were no adverse consequences related to this event.